Manufacturer narrative:
The reported event could not be confirmed, from the available radiographs, and the device was not returned. From the available radiographs, a formal medical opinion was sought: the three screws that were used in the distal fixation holes have a good position and an adequate length. From the x-rays, the reported event of the distal targeting device did not influence the technical outcome of the surgery regarding the placement, position, and length of the three distal screws. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned, the investigation will be reassessed.

Event description:
As reported: "a sleeve was inserted using a distal targeting device, but the sleeve did not reach the bone and could not be drilled and measured. The screw was inserted freehand.".

Manufacturer narrative:
Based on the available information the device will not be returned. Therefore, an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "a sleeve was inserted using a distal targeting device, but the sleeve did not reach the bone and could not be drilled and measured. The screw was inserted freehand."